Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had no luck with the device. They changed the settings back in (B)(6) 2016 and wanted to up the stimulation on the day of the report, but it would not work. The patient said when they first got the device they thought it was going to work. They had a little less symptoms, but had to increase stimulation and then they got leg cramps and spasms. They tried all four programs now they were trying program 4, again. They said the last two weeks had been horrible. They had to throw away shoes and clothing. They were having both bowel and urine issues. They would be sitting in a drive through line at the bank they would just explode. They were having incontinence, constant leakage and exploding bowel streaming everywhere. They said that when they changed the settings they would leave it there for 2-3 weeks before they would change it. They had been doing that for one year. Once in a while they would get a week where it worked. The patient mentioned they had sent a huge packet of information to the manufacturing representative with previous reports. It was recommended that the patient follow up with their hcp to discuss other programming options.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial result was excellent and she could sleep through the night. However, since getting the permanent implant, she had not gotten any symptom relief. They had the device for bladder and bowel. The manufacturer representative (rep) advised her to change the program from 4 at 3.2 volts to 2. However, now she was unable to increase stimulation and the voltage level was 0 volts. They experienced a loss or change of therapy. The therapy was not on. The patient increased the amplitude and the patient did not feel stimulation in the correct area. They increased from 0 volts to 2.9 volts. The patient was going to track her symptoms and gradually increase. Also, the patient had to replace the batteries in her patient programmer over the call. The surgery center had given her some batteries at implant but they were not that good. She tried to use it but she realized that the batteries were probably not good batteries. When she replaced them with new batteries, it worked right away. This occurred two weeks after implant. Additional information received via the consumer reported she had never reached any even lower level relief stage. Original "external package" was modest relief. The patient had switched from program 4 to 2 to 3 with no success. Her symptoms had not been resolved. After the operation, the patient was given a remote unit for the transplant. No batteries or instructions were provided. The patient eventually received batteries that were laying around from the physician's receptionist. The batteries were used, so the unit stopped functioning several weeks later. On (B)(6), the patient spoke with a representative and was able to do many of the things she was supposed to be doing, like replacing batteries she had no idea were dead. The patient had progressed from program 4, through programs 2 and 3. The patient had to change from 4 to 2 because at 4.2, the cramps were unendurable, but 2 was no better. The patient realized she was trying to find a solution quickly, which might not be giving her body a chance to work with the programs, so she slowly changed levels on program 3, but program 3 was "a total dud." The patient was not sure if she should "slug" through program 1 or try to have a representative install other programs. It was noted the patient had good force of urine stream on average for day 1 and day 2, had pelvic/bladder discomfort (severe cramping) day 1, and had no severe pelvic/bladder discomfort day 2. The patient had 6 bowel movements per week. The bowel function had changed since baseline and had improved. On (B)(6) 2016 in the morning, the patient had heavy leaking episodes that caused the patient to have to change her pad/diaper, and none in the evening/later afternoon. The patient had not felt empty after voiding in the morning on (B)(6) but felt empty after voiding in the evening/later afternoon. The patient's degree of urgency was moderate for the morning and mild in the evening/later afternoon. On (B)(6), she had switched from 2.9 to 2.0, which caused the heavy cramping. The next day, the patient had heavy leaking, had to change her pad/diaper, felt empty after voiding, and had mild and severe urgency. It was noted the patient was able to "exert enough muscle tension to keep stool in check" until she returned home. The volume voided was recorded as "stool over 1 feet x 2 inches." The patient reported heavy leaking january 11 that caused her to change her diaper, had not felt empty after voiding, and had severe urgency prior to voiding. The patient reported severe right leg cramping and charley horse in the left leg. It was noted the patient "continued through (B)(6)" and "switched on (B)(6)." Later on it was reported the patient had good force of urine stream, had severe discomfort in the pelvic/bladder area, had bowel movements every other hour per week and the patient's bowel function had worsened since baseline. The patient switched to program 2 and tried settings 2.6, 2.8, and 3.0. The heavy leaking, pad change, inability to feel empty continued on (B)(6). The battery was "half-dead", so the patient put in new ones and increased up from 2.8 to 3.0. It was noted the patient had good force of urine stream on average, moderate pelvic/bladder discomfort, 12 bowel movements per week, and the patient's bowel function had worsened since baseline. In february, the patient had reports of heavy, slight, and moderate leaking that caused the patient to sometimes have the need to change her pad/diaper; had not felt empty after voiding; and had severe, moderate, and mild urgency. It was reported the patient had good force of urine stream, no pelvic/bladder discomfort and was having 16 bowel movements per week. On (B)(6) the patient raised to 3.5 from 3.2 on program 3. There was light and moderate leaking that required the patient to change her pad/diaper, the patient had not felt empty after voiding, and had mild and moderate urgency prior to voiding. It was indicated the patient thought this may be the "possible right program." On (B)(6), the patient increased to 3.7 on program 3. The patient's urine stream was noted as good and fair with no discomfort in the pelvic/bladder area and mild discomfort in the pelvic/bladder area. The patient was having 20 bowel movements per week and had worsened bowel function change since baseline. On (B)(6), the patient raised to 3.9 on program 3. In (B)(6), patient reported heavy leaking that required the need to change pads/diapers, had not felt empty after voiding, and had moderate to severe urgency prior to voiding. The patient indicated this may be the "possible right program." The indication-for-use (IFU) was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.